Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot). It was reported the pt is unable to increase stimulation in the needed areas. Reprogramming to provide resolution was attainable. X-rays were taken and revealed both leads have migrated. As a result, the pt will undergo surgical intervention.